Event description:
Upon further query the following was provided that indicated, the patient received more medication than intended. At 1927, approximately 37 minutes after the delivery was started the nurse noted the display indicated 95 ml remained to be delivered; however, the container was empty. The device was removed from clinical service. There were no reported from clinical service. There were no reported adverse patient effects. No medical interventions were required. The customer contact indicated the patient's vital signs remained stable. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. The programming present in the history did nor correlate with the customer contact's reported programming; therefore , the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter query by hospira personnel.